Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnecting cable plug was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a degraded wavy image and the fluoroscopy timing tone was not audible. No patient injury was reported.